Event description:
A patient reported one touch basic is giving "clean test area" prompts almost every time patient uses the meter, and therefore cannot get blood glucose result. No comparison done. Treatment is unknown. No further information has been reported.